Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged false positive cobas® sars-cov-2 influenza a/b assay (scfa) result for sars-cov-2-target. On run date (B)(6) 2021 the customer reporting one patient sample to be suspected false positive for sars-cov-2 on cobas liat analyzer (sn (B)(4)). The patient sample (same sample) was retested on other platform (unknown) and result was negative. Patient was then retested (recollected sample) on another cobas liat analyzer that generated negative results. No harm or injury was indicated.